Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A clinician reported that the patient's remote monitor was overheating. No troubleshooting indicated. The monitor would be replaced. No patient complications have been reported as a result of this event.